Manufacturer narrative:
On (B)(6) 2019, the recipient's device was repositioned.

Event description:
The recipient is reportedly experiencing device extrusion. The recipient is presenting with pain. The recipient was recommended skin flap rotation surgery. Revision surgery is under consideration.

Manufacturer narrative:
The recipient is reportedly doing well.

Manufacturer narrative:
The recipient is reportedly experiencing loss of lock during activation.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's site reportedly healed. The recipient's activation went well. This is the final report.